Event description:
Pt developed a superficial infection at the pulse generator/pocket area. There was an appearance of granulation tissue associated with the infection. The infection was treated with antibiotics the I&d and has reportedly resolved. Further follow-up revealed that neither pre-operative nor intraoperative antibiotics were prescriced at the time of initial implant surgery and that post-operative antibiotics were not prescribed. The pt had not undergone any surgical or dental procedures, or invasive monitoring either three months pre or post vns implant surgery and the pt is not implanted with any othere devices. The pt was scheduled to be seen by physician two days before vns implant surgery for vomiting. Ten days post-implant, the pt was seen for follow-up, at which time the sutures were removed from the incision sites. The wound was noted to be clean at that time; however, the pt had a fever due to the flu. Two and a half weeks later, the pt underwent I&d of infected abscess at the generator site. Topical antipiotic therapy was prescribed and the pt was reportedly afebrile at that time. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.

Event description:
Further follow-up revealed that the pt underwent vns therapy system explant due to infection. Explanting surgeon reported that the pt is doing well post-op and that the infection has resolved. The pt will be evaluated for re-implant in a few months; however, re-implant may not be possible due to a large amount of scanning.

Event description:
Further follow-up revealed that the pt underwent another j&d approximately 2 months post implant. Approximately 1 month later the pt experienced drainage from the chest wound. The wounds were cleaned and repacked. The pt underwent exploration of the wound 2 days later under anesthesia. At this time the wound was cleaned and irrigiated and stitches were placed in the subcutaneous area for re-approximation of the tissue. The pt again underwent exploration 2 days later at which time the wound was noted to be clean. The pt later developed pus drainage for the generator site. It was reported that the pt will be re-admitted to reposition the generator.